Event description:
It was reported that the pump displayed a notification that insulin dosing had stopped, and the user did not understand that therapy had been interrupted until advised during a support call; backup therapy was recommended and education on device status and sensor usage was provided. Symptoms included hyperglycemia risk due to interrupted insulin delivery. Outcomes included need for troubleshooting and user education to reestablish therapy and mitigate elevated glucose risk. Investigation included review of device alerts, assessment of user-reported history regarding sensor-off time, and counseling on backup therapy requirements. Investigation of this case revealed interrupted dosing associated with loss of sensor input and user unawareness of the dosing stop, consistent with expected device behavior when sensor data are unavailable; no device component malfunction was identified. It was concluded, based on established findings for similar reports, that the cause was use error and inadequate understanding of alerts leading to therapy interruption.